Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the use of this product, the joint does not leak liquid; the affected quantity is 1, the sample can be returned, and photos are provided; green claims are required, complaint reply letter is required, and complaint receipt letter is required.

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of an obstruction or occlusion that would prevent fluid from flowing through the q-syte connector could not be confirmed from the photograph or functional test of the physical sample. The returned q-syte connector was patent to infusion and no obstructions, occlusions, damage or defects were identified. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.